Event description:
It was reported to philips that the device had a low output on the functional check. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.